Event description:
Complainant alleged that the critical care unit department clinicians were attempting to pace the heart rhythm of a large framed patient who was being treated for low blood pressure, but the device did not capture the patient's heart rhythm. The pace rate was set to 70 ppm and the ma was increased from 30 to 70, without heart rate capture. The clinicain then obtained another device and successfully captured the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.